Event description:
It has been reported to philips that angulation of the allura system's frontal stand was not always possible. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use and the issue was found during planned maintenance, not during normal procedure. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, it was found that the issue was caused by a screw which was found in guide rail of c-ram. The philips engineer replaced the motor and tube cover. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact was corrected.